Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux en y. According to the reporter: idrive ultra and tan 45 reload fired across tissue. Device opened then closed to remove from trocar and device buttons would not work. Tech said the lights were flashing red. They called rep and pulled a manuel xl handle to complete case. Took from sterile field, pulled out battery and put back in to see it worked and did not work. Device sent back to covidien. Current patient status good. There was no tissue damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than thirty minutes. There was no tissue damage. Device was loaded, fired, transected, closed, and pulled out of trocar, handed to tech, and the open button did not open the device so the reload could be removed. Customer said red blinking light. The reload could not be unloaded. No reinforcement material was used.